Event description:
It was reported to boston scientific corporation that a contour stent was being used in a ureteroscopy procedure. According to the complainant, as they were placing the stent within the patient's ureter, the guide wire appeared to be sticking out of from the side of the stent. The stent appeared to be cracked when viewed under fluoroscopy. The procedure was successfully completed using a second contour stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
A detailed analysis of the returned contour ureteral stent revealed the stent was torn jaggedly between the first and second sideport holes from the proximal end of the stent. The tear was found to be 0.5 centimeters long. The tear was jagged and similar to other complaints where the suture has torn through the stent material. It is possible that when the suture was cut and removed for placement the suture tore the stent. It is also possible that during attempted use the device came into contact with another device (scope) causing it to tear. Therefore, the most probable root cause for this event is determined to be operational context.

Event description:
It was reported to boston scientific corporation that a contour stent was being used in a ureteroscopy procedure. According to the complainant, as they were placing the stent within the patient's ureter, the guide wire appeared to be sticking out of from the side of the stent. The stent appeared to be cracked when viewed under fluoroscopy. The procedure was successfully completed using a second contour stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.